Event description:
It was learned through implant patient registry and investigation that a patient with a 23mm 11500a aortic valve was explanted after an implant duration of 3 years, 4 months due degeneration with severe stenosis and pannus. The explanted valve was replaced with a 25mm 3300tfx valve. Per medical records, the patient presented with worsening sob. Echo on (B)(6) 2025 showed structural valvular degeneration with severe bioprosthetic av stenosis. The patient underwent redo-avr with a 25mm 3300tfx valve. Intraoperatively, pannus that had grown under the valve and was contributing to the aortic stenosis. The patient was transferred to ICU in stable condition. Patient was discharge to home on pod#5.

Manufacturer narrative:
Updated sections: b5, b7, g3, g6, h6 component code, health effect - clinical code, device code(s), and type of investigation.

Manufacturer narrative:
Updated sections: g3, g6, h6 type of investigation, investigation findings, and investigation conclusions. A device history record (DHR) review was performed, and no relevant non-conformances were identified. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve... Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including history of coronary artery bypass graft (CABG), coronary artery disease (cad), and chronic kidney disease (ckd). Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 23mm 11500a aortic valve was explanted after an implant duration of 3 years, 4 months due to unknown reason. The explanted valve was replaced with a 25mm 3300tfx valve. The patient was in recovery post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.